Manufacturer narrative:
Nevro is awaiting the return of the device for investigation. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient passed away due to complications from a stroke one year and one month after implant. Nevro attempted to obtain event details; however, additional information was not available.

Manufacturer narrative:
The system was returned for analysis. Visual inspection of the returned devices did not find any anomaly. Functional testing was performed and the devices operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no nonconformities were found